Manufacturer narrative:
Returned device was received in poor physical condition due to fluid ingression. During the evaluation of the device, the reported problem was duplicated due to fluid ingression. The solenoid, control board and optical assembly were replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical level 1® h-1200 fast flow fluid warmer had a possible fail of air in line sensor error. There were no reported adverse effects.